Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17728. It was reported on (B)(6) 2013, the patient's model 3286 scs lead was repositioned and his model 3186 scs lead was unplugged (left implanted) from the scs ipg and replaced with another model 3286 due to rib stimulation which resulted from the original scs leads migrating (x-ray confirmed).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.